Event description:
When the unit of cypher select+ (3.0/33mm: complaint product) was removed from the protective sheath and was flushed outside the patient, the physician confirmed the proximal edge of the stent to be flared. Therefore, the physician did not use the cypher select+ and a different des (promus: 3.5/28mm) was used instead. The procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient, but will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. When the unit of cypher select+ (3.0/33mm: complaint product) was removed from the protective sheath and was flushed outside the patient, the physician confirmed the proximal edge of the stent to be flared. Therefore, the physician did not use the cypher select+ and a different des (promus: 3.5/28mm) was used instead. The procedure was finished successfully. There was no patient injury reported. The product was not clinically used in the patient, but will not be returned for analysis due to the patient's infectious disease. The device was stored and prepped according to the IFU. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Therefore, no corrective actions will be taken at this time.